Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive or discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0325145. Bd quality performs a systematic approach to investigate false positive or discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was past its expiration date. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. A trend analysis for false positive or discrepant results was conducted, no adverse trend was identified. No corrective actions were taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a potential discrepant results were obtained. The customer was unable to provide which form of repeat or confirmatory testing was performed. There was no indication that results were reported out or any impact on the patient. Eua(B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential discrepant results were obtained. The customer was unable to provide which form of repeat or confirmatory testing was performed. There was no indication that results were reported out or any impact on the patient. (B)(4).